Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. This record no longer qualifies as a reportable complaint as this device was confirmed to exhibit high-rate atrial sensing has no evidence of product malfunction.

Event description:
It was reported that this pacemaker previously showed thirteen and half years remaining longevity. During the recent device check, the device showed eight and a half years remaining longevity. A diagnostic data analysis indicated that the device was depleting normally. The increase in power consumption was in response to the onset of persistent high atrial rates. Additionally, the device was electively explanted due to therapy upgrade. No adverse patient effects were reported. The product was not yet returned, however, the associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed thirteen and half years remaining longevity. During the recent device check, the device showed eight and a half years remaining longevity. A diagnostic data analysis indicated that the device was depleting normally. The increase in power consumption was in response to the onset of persistent high atrial rates. To date, the device remains in service. No adverse patient effects were reported.